Manufacturer narrative:
Evaluation summary: follow-up #2 - quality assurance preliminary analysis of the returned device revealed the unit had extensive damage. The stent delivery system was not returned. The stent was returned in two pieces, severely twisted and had green matter threaded throughout. Quality engineering analysis determined that it is likely that the inability to cross was related to another co's stent that had re-stenosed. It is possible that the stent delivery system snagged on its balloon. This may have facilitated separation of the stent from the delivery system. Quality engineering analysis noted that it is possible that the green matter is plastic that was scraped off of another component used during the case. It was noted that there were no indications in the complaint that any device issues were found during preparation. As part of quality process, all stent delivery systems are inspected on-line to ensure that each stent is securely mounted to its balloon. The device mfg records for this product lot were reviewed and no abnormalities with a relationship to this issue were found. No corrective action will be implemented. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that during a ptca of a restenosed j&j stent, the stent delivery system could not cross and the system was removed. Upon removal of the delivery system, the stent became separated in the femoral artery. A cutdown procedure was performed by a surgeon and the stent was retrieved. Reportedly, the pt was in stable condition post procedure.